Manufacturer narrative:
(B)(4). This unit was field serviced by an authorized vyaire medical service center. The service technician was able to verify the customer's reported issue during testing and evaluation. The service technician replaced the oxygen blender to address the reported issue.

Event description:
It was reported to vyaire medical that the ventilator was delivering a lower amount of oxygen than expected.